Event description:
The user facility reported that their crt5a sonic tabletop emitted a small amount of smoke. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned to the supplier for evaluation. Slight evidence of charring on the power supply cord was discovered; however, a root cause of the reported event could not be confirmed. The most likely cause would have been a loose wire resulting in an electrical short. To resolve the issue, the power cord and power assembly of the unit were replaced. The unit was tested, confirmed to be operating according to specification, and returned to service. The unit is not under steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. A 3-year complaint review indicates this to be an isolated event. UDI related data clarification - the device subject of this report was discontinued prior to class I UDI compliance in 2022; therefore, UDI is not applicable and was not included in the MDR. No additional issues have been reported.